Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak testing, clear passage testing, clamp function testing and integrity testing was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the "extension line of the pd catheter without any traction". This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.